Event description:
Rn reported a home patient (hp) experienced cloudy effluent in 08/03 and was diagnosed with peritonitis following a reported leak in the transfer set in the twist clamp area. The hp received a transfer set change and was treated with kefzol 1gm and fortaz 1gm (route unknown). Per rn, the hp has been retrained on the proper procedure. Per rn, the patient had a recurrence of cloudy fluid in 09/03 and was seen in the ER and admitted to the hosptial. The paitent was treated with vancomycin (dose unknown) and the effluent culture revealed no growth. In 09/03, the patient had the pd catheter removed and was treated with additional antibiotics (medication and dose unknown). Rn reported the patient received a permanent cath on the same day, with temporary transfer for hemodialysis. The patient was discharged from the hospital a day later.